Event description:
On (B)(6) 2012, the reporter contacted lifescan USA to report an "error1". This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There was no reporter patient impact associated with this complaint.